Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case the exact cause of the aortic rupture could not be confirmed. However valve over sizing and the patient¿s friable vessels may have contributed to the event the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure a 23mm sapien was deployed with a soft deployment (approximately 16.5 cc) in a 50/50 position. No central regurgitation or paravalvular leak (pvl) was noted. The surgical team began closing and an addition tee noted pvl, and the valve was now in the left ventricle out flow track (lvot). An attempt to snare the valve was made; however when attempting to snare the valve turned sideways. The surgical team elected to surgically remove the valve. Upon opening it was noted the annulus had ruptured and the lvot had torn. The sapien valve was removed. The patient's native valve was also removed and a 19mm mosaic valve was sewn in with some difficult due to the small size of the native annulus. The patient was taken to the ccu in critical condition and passed away later that day. The physician noted during the open aortic valve replacement the vessels were very friable. The patient¿s native annulus measured 19.8 mm by 20.3 mm on CT. The native leaflets and annulus were mildly calcified.